Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: based on the available information, it is likely the patient experienced a dialyzer reaction, characterized by itching. It is well-documented that patients on hemodialysis may experience hypersensitivity and allergic reactions due to the dialyzer membrane of various types of dialyzers. The fresenius optiflux f180 nr dialyzer instructions for use cautions user of the known risk of hypersensitivity or anaphylactoid reactions to optiflux dialyzers during use. Currently, there is no objective evidence of a dialyzer product deficiency or malfunction associated with the event.

Event description:
It was reported a hemodialysis (hd) patient had experienced an allergic reaction involving itchiness while undergoing hd therapy in the outpatient clinic on (B)(6) 2020. The patient was able to complete hd therapy without any further reported issues and was treated with benadryl at 25 mg orally that alleviated the itchiness. The patient did not develop any additional symptoms, injuries, or adverse events as a result of the reported occurrence. There were no reports of anything unusual involving cleaning agents, consumable medical equipment or hemodialysis (hd) therapy. The hd nurse indicated an allergic reaction to the dialyzer was suspected and because of the reaction, the dialyzer was changed in efforts to find a more biocompatible dialyzer for all future hd treatments.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, an search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Four lots were found to have been delivered in this time period. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.